Event description:
Hillrom received a report from a hillrom technician stating the power cord had exposed wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the charging cable needed to be replaced. The life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The life2000® ventilation system consists of the life2000® ventilator and the life2000® compressor. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The system is suitable for use in home and institutional settings and is not intended for ambulance or air transportation. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the charging cable to resolve the reported event. Based on this information, no further action is required.